Manufacturer narrative:
(B)(4). Corrections: section d2: brand name updated. Section d4: device identification details were not received. Section g2: report source updated. Method: the subject rt380 breathing circuit was returned to fisher & paykel (f&p) healthcare for evaluation in new zealand where it was visually inspected and analysed. Results: visual inspection identified no notable damage or defects with the returned rt380 breathing circuit. Leak testing confirmed that the subject rt380 breathing circuit was within leak specifications and functioning as intended. Conclusion: we are unable to determine what may have caused the reported leak test failure, as there was no fault found with the returned device. All rt380 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state the following: - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4: device identification details were not received the subject rt380 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.